Event description:
The initial reporter interviewed the patient and said that she was not answering question appropriately. The reporter was not sure if she had a decreased level of consciousness. It was not reported when this conversation took place; before or after the surgery. Additional information has been requested, but was not available as of the date of this report.

Event description:
The patient underwent pump replacement due to normal end of life and she expired three days later. The programming and infusion rate on the old pump and new pump was exactly the same with the same concentration and dose of morphine (20 mg/ml, 4.561 mg/day). The new pump had been primed in the operating room on the back table and the implanting physician waited twenty minutes before connecting the new pump to the clamped catheter. No catheter manipulation occurred and no bolus was performed at the time of replacement. No complications were noted during the replacement and the patient was sent to recovery in stable condition. Per the home infusion staff responsible for pump refills, the patient died of natural causes. The patient was cremated, along with the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6) 2005, explanted:, product typ catheter. (B)(4).